Event description:
It was reported that the patient presented for left ventricular (lv) lead revision. Prior to the procedure, loss of capture was noted on the left ventricular lead. A lead dislodgement was noted via chest x-ray imaging. The physician explanted the lv lead and implanted a new one. The patient condition was stable.